Manufacturer narrative:
This MDR is being filed in accordance with the additional reporting conditions included in cepheid's emergency use authorization (eua) for this assay. In addition to the existing reporting requirements under the MDR regulation (21 cfr 803), FDA's eua authorization letter requires cepheid to report to FDA any suspected occurrence of false positive and false negative results and significant deviations from the established performance characteristics of the product. Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected a sample from patient, it was unknown if the patient was symptomatic. Patient samples were run on five tests. First test occurred on (B)(6) 2021, np swab on xpress sars-cov-2 that produced a result of sars-cov-2 positive. Second test occurred on (B)(6) 2021, np swab on biofire respiratory panel 2.1 producing a result of not detected for all targets. Third test occurred on (B)(6) 2021, np swab on xpert xpress sars-cov-2 producing a result of sars-cov-2 negative. Fourth test occurred on (B)(6) 2021, np swab on biofire respiratory panel 2.1 producing a result of not detected for all targets. Fifth test occurred on (B)(6) 2021, np swab on xpert xpress sars-cov-2 producing a result of sars-cov-2 negative. Results were reported to the physician. Review of data provided by the customer showed a positive n2 result with a late CT of 42.2 but no evidence of product malfunction. Cepheid's patient safety board consult review determined this to be a true positive with target/s near limit of detection or near cut-off. Sample process control amplification and end point fluorescence appeared normal. Discrepancy with repeat testing on xpert xpress sars-cov-2 is likely to due to presence of low concentration of viral nucleic acid at or below the assay's limit of detection, leading to low probability of reproducibility. Discrepancy with biofire respiratory panel 2.1 assay is likely due to inherent differences in test methods, as the claimed limit of detection for the sars-cov-2 target for the biofire assay is higher than the limit of detection for xpert xpress sars-cov-2 assay. False positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of xpert xpress sars-cov-2 eua IFU; positive results are indicative of the presence of sars-cov-2; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.

Event description:
This MDR is being filed in accordance with the additional reporting conditions included in cepheid's emergency use authorization (eua) for this assay. In addition to the existing reporting requirements under the MDR regulation (21 cfr 803), FDA's eua authorization letter requires cepheid to report to FDA any suspected occurrence of false positive and false negative results and significant deviations from the established performance characteristics of the product. Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected a sample from patient, it was unknown if the patient was symptomatic. Patient np sample in vtm was collected on (B)(6) 2021 and processed the sample per p.I. Using xpert xpress sars-cov-2. Patient samples were run on five tests. First test occurred on (B)(6) 2021, np swab on xpress sars-cov-2 that produced a result of sars-cov-2 positive. Second test occurred on (B)(6) 2021, np swab on biofire respiratory panel 2.1 producing a result of not detected for all targets. Third test occurred on (B)(6) 2021, np swab on xpert xpress sars-cov-2 producing a result of sars-cov-2 negative. Fourth test occurred on (B)(6) 2021, np swab on biofire respiratory panel 2.1 producing a result of not detected for all targets. Fifth test occurred on (B)(6) 2021, np swab on xpert xpress sars-cov-2 producing a result of sars-cov-2 negative. Results were reported to the physician. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Review of data provided by the customer showed a positive n2 result with a late CT of 42.2 but no evidence of product malfunction.